Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited loss of capture and high pacing impedances at multiple sites. The lead was not used and a new lead was implanted successfully.